Event description:
It was reported that during a lap cholecystectomy procedure, the device was fired 4 times. On the fifth firing the jaws would not open to deliver a clip. It was not on tissue. They got a new device to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Date sent: 09/19/2008. Information anticipated, but unavailable at this time.